Event description:
This is 1 of 6 complaints with the same catalog, lot and complaint code. During initiation of dialysis, a blood leak was noted at the dialyzer connector of the arterial line. Leak was not noted during prime, when the blood pump speed was 150 ml/min. It was reported that the blood pump speed had been increased to 400-500 ml/min when the leak was observed. Ebl 50 ml with no reported pt injury. MDR filed due to blood loss. Hematocrit was reported as stable for this pt. Customer unable to provide further info, such as pt descriptors. Further info received on 11/20/97 from healthcare professional confirms the location of the leaks as at the seam of the red dialyzer connector and the clear tubing of the blood line. Note: this is one of six related complaints with same catalog and lot number.

Manufacturer narrative:
Pir 9701406- although actual sample was discarded on day of event, co is attempting to retrieve one case of companion samples that were returned to baxter healthcare. Co is awaiting return of these samples. Co will submit a follow-up report. 11/20/97 requested 1 case of companion samples from the 25 cases that were returned to the baxter warehouse. 12/5/97 requested from baxter the status of the samples for eval. Baxter responded that contact person at the baxter distribution center has not replied to request. 12/10/97 requested status of requested samples. Baxter will make another attempt to retrieve samples. 1/2/98 samples have not been received. Co will consider, after 30 days & several attempts, the samples to be unavailable for eval. 03/27/98- samples never received. Based on device history record & without a sample for eval, the complaint as stated, could not be confirmed. The record review does not anything relative to the complaint, nothing could cause or contribute to the problem. This info will be monitored for trends. A follow-up letter has been sent to the customer. Complaint is closed. **06/24/98- companion samples were evaluated at baxter. Complaint was not confirmed. Samples will not be forwarded to mcallen. Copy of baxter's eval attached to file.